Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise, with no conclusive evidence of a specific cause. Please see the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that the patient received a single isolated inappropriate shock due to noisy signals while having their phone resting on them when they fell asleep. The patient was brought into the clinic and the noisy signals were not reproducible. System remains in service with no reported reprogramming. No adverse events.